Manufacturer narrative:
Retainer ring = clear. Insulin pump received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. Insulin pump received with cracked retainer, cracked battery tube threads and cracked case at battery tube side. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. They used 3 batteries unsuccessfully. Customer was assisted with troubleshooting. Insulin pump display returned after restart. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.